Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller alarmed a controller fault alarm 30 minutes after powering up the controller. Functional testing also revealed that the no power alarm sounded for only three seconds when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery which powers the no power alarm was inspected, revealing that the battery was swollen, and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Review of event log file revealed two controller power up events on 10-aug-2020 at 20:22:30 and 20:23:43. The data point prior to the first loss of power revealed that bat584728 on power port one with 95% relative state of charge (rsoc) and bat589035 was connected to power port two with 49% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that an adapter was connected to power port one and no power source was connected to power port two. The data point prior to the second loss of power revealed that an active adapter was connected to power port one and no power source was connected to power port two. The data point recorded after the second loss of power revealed that an adapter was connected to power port one and bat584728 was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 13 seconds and 12 seconds respectively. Additionally, review of the alarm log files revealed a controller fault alarm on 10-aug-2020 at 21:02:10, indicating an internal battery fault. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. CAPA (B)(4) was created to investigate controller 2.0 internal battery fault. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm triggered due to a depleting internal battery of the controller. An unexpected loss of power to the controller was also noted. The patient was hospitalized. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller alarmed a controller fault alarm 30 minutes after powering up the controller. Functional testing also revealed that the no power alarm sounded for only three (3) seconds when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery which powers the no power alarm was inspected, revealing that the battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Review of event log file revealed two controller power up events on (B)(6) 2020 at 20:22:30 and 20:23:43. The data point prior to the first loss of power revealed that a battery on power port 1 with 95% relative state of charge (rsoc) and another battery was connected to power port two (2) with 49% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that an adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point prior to the second loss of power revealed that an active adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that an adapter was connected to power port one (1) and a battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 13 seconds and 12 seconds respectively. Additionally, review of the alarm log files revealed a controller fault alarm on (B)(6) 2020 at 21:02:10, indicating an internal battery fault. Additionally, log files revealed that the controller was in use for more than 2 years. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. An internal investigation was created to evaluate controller 2.0 internal battery fault. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm triggered due to a depleting internal battery of the controller. An unexpected loss of power to the controller was also noted. The controller was exchanged. No patient complications have been reported as a result of this event.